Event description:
IV team while placing a PICC line, the wire that comes inside the line would not pull out. The wire should have easily come out when pulling back. This product came packaged with the wire difficult to manipulate. PICC line pulled and the another PICC line was opened. Manufacturer response for double PICC, 4.0 french polyureth and double lumen (per site reporter): customer service -send in or give to rep.